Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent. It was not reported that the patient was hospitalized or the event. The same day as the peritonitis diagnosis, the patient was treated with injection meropenem (1gm, every day, intraperitoneal, discontinued) and injection vancomycin (1gm, every 96 hourly, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was recovered from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.